Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had some low blood glucose levels from around 30 mg/dl down to single digits, which were treated with juice. The customer declined low blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.